Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set site got unclipped by accident and she experienced diabetes ketoacidosis. She was also sick with bronchitis and her blood glucose level was in low 400s mg/dl. The patient reconnected it and took a corrective bolus, but her blood glucose level did not come down and she felt bad. Subsequently, she was hospitalized where she received drip via intravenous route and saline solution, which resolved the issue. The infusion set had been in use for one and half days and there was no permanent damage to the patient. She was hospitalized for more than two days. No further information available.